Event description:
2012-(B)(6) medwatch: it was reported that the patient's implantable neurostimulator had a malfunction. The use problem was considered a malfunction because the device did not do what it was supposed to do. The device was explanted in (B)(6) 2012. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was the patient had no benefit. The lack of benefit was attributed to different bladder problems. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v192501, implanted: (B)(6)-2009, explanted: (B)(6)-2012.